Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue layer was the stratafix symmetric used on? Did the patient have any signs of infection prior to the procedure? Do you have any photos of the abscess along the suture line? Were cultures taken of the wound? What were the results of the cultures? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the stratafix symmetric suture explanted? Is it available for evaluation? What is the surgeon opinion of the contributing factors to the abscess? What are the patient age, weight, gender? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total knee replacement on unknown date and barbed suture was used to close the incision. 2 weeks post operatively, on (B)(6) 2017 the patient returned to the doctor with abscess along the suture line. An additional procedure was performed to drain the abscess and close the incision with another like suture. Currently the patient is fine. Additional information was requested.

Manufacturer narrative:
Pc-000038829 additional information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Seven representative samples of product code sxpp1a407 lot # lck504 were received for evaluation. The representative samples of product code sxpp1a407 were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection, the suture was correctly placed on the winding former and the suture was dispensed without problems and examined along of the strand and no defects or damaged were observed, the suture not presented defects. According to the sample condition the assignable cause cannot be determined since no defects were observed on the packet or the suture.